Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. A review of the pump with the reporter indicated that there was no evidence of use error during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2014 with the following findings: no activity related to the reported issue was observed in the pump histories. The pump was exercised for 24 hours without self suspending or any alarms occurring. The pump was suspended, and the pump gave the appropriate audio and visual suspend alert. The pump was able to suspend and resume without issue.